Event description:
This is report 2 of 2 for this complaint (B)(4).

Event description:
It was reported that during an open reduction interbody fusion (orif) of an elbow, the tip of the torque limiting attachment broke off in 3 pieces as the surgeon was powering in the screws. All fragments were retrieved. In the same case, as the surgeon proceeded to verify the reduction, the tip of the sharp hook broke off as the surgeon pressed against the bone. The fragment was retrieved from the patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports the sample was received with a small part of the tip broken off. The cutter corresponds to the drawing and processes at the time of manufacture. It is concluded that excessive force applied to the tip caused the breakage. The lot number was not provided therefore a review of the device history record could not be completed. This complaint is invalid from a manufacturing perspective.